Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision of tmjpm-0802 was reported due to infection. It was reported the surgeon tried to treat the infection with antibiotics and irrigation before deciding to remove the implants. The removed implants were sent to be cultured and will not be returned. A second surgery is scheduled for (B)(6) 2014.